Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates the front cutter was analyzed for conformance to print specifications as well as the device history records were researched. The review revealed that the instrument was manufactured in april 2012 in accordance with the specifications. No manufacturing related issues were found. Further investigation concerning the hardness parameter showed conformity with the specifications as well. The instrument was manufactured according to the specifications. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: during a procedure, the tip of the front cutter broke off.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested.